Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port had a hole in the catheter and leaked at the septum. The following information was provided by the initial reporter: "staff relay: at the time of catheter insertion, I pulled the needle out and notice blood splashing on the side of the catheter after the IV went in. The hole is down the middle of the catheter. On examination of product, the leaking is occurring at the hub where the needle is extracted at insertion (similar to the 18g catheter incidences)".

Manufacturer narrative:
Investigation results: the complaint of a leak in the catheter was confirmed. One 22g nexiva IV catheter from lot 4212436 was provided for investigation. The IV catheter was received without the needle. A microscopic examination revealed a damaged catheter with characteristics that were consistent with needle puncture damage. As it was reported that blood was leaking from the catheter, the tubing may have been damaged during insertion; however, the root cause could not be determined based on the sample condition. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.